Manufacturer narrative:
One non-reported crown/abutment was returned, while the reported implant, imp tm 3.7mm mtx full 11.5mm (tmtb11), was not returned for investigation. Since the reported product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). No per was provided. No pre-existing conditions were noted. The patient had unknown bone density. The reported device was located on tooth # 19, and was implanted for approximately 1 year 3 months before the reported event was observed. The customer provided x-rays which were used to confirm a fracture on the collar of the reported device. DHR review was completed for the subject lot number (63692892). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63692892) for similar events and one other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tmtb11). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed using the provided x-rays. A definitive root cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that implant (tmtb11) was removed due to fracture at tooth location 19.